Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to it. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump. Initially, the malfunction code recurred post-reset, leading to a decision to replace the pump. However, a follow-up revealed that the malfunction did not recur after another reset, allowing the customer to continue using the pump while being advised to contact support if further issues arose.